Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that the physician felt resistance during insertion of the smarttouch thermocool catheter into the guiding sheath (agilis, sjm) at the beginning of the procedure. At this time, he did not think the resistance was caused by the catheter but it might be caused by the sheath. Prior to insertion of the catheter into the sheath, he did surely flush the catheter, but he didn't notice any issue on the tip of the catheter while flushing. The physician also felt resistance during insertion and withdrawal the catheter during procedure. After the procedure, when the physician tried to remove the catheter form the sheath, he felt strong resistance and found that the coating of the internal wall of the sheath had been peeled off. After removal of the catheter, he noticed the distal spring of the catheter tip looked thick and some metal material like a kind of wire was touched. The catheter was confirmed that the metal material ran off about 1mm from the spring part of the catheter. The configuration of metal material looks like an internal wire. It was unknown which the part belongs to the catheter or the sheath. The issue is MDR reportable as it compromise the integrity of the catheter and posed risks to the patient. The procedure was completed without patient's consequence.

Manufacturer narrative:
(B)(4). It was reported that the physician felt resistance during insertion of the smarttouch thermocool catheter into the guiding sheath (agilis, sjm) at the beginning of the procedure. Prior to insertion of the catheter into the sheath, he did flush the catheter, but he did not notice any issue on the tip of the catheter. The physician also felt resistance during insertion and withdrawal of the catheter during the procedure. After the procedure, when the physician tried to remove the catheter from the sheath, he felt strong resistance and found that the coating of the internal wall of the sheath had been peeled off. After removal of the catheter, he noticed the distal spring of the catheter tip looked thick and some metal material like a wire was touched. The metal material ran off about 1mm from the spring part of the catheter. The configuration of the metal material looked like an internal wire. It was unknown which part belonged to the catheter or the sheath. The procedure was completed without patient's consequence. Upon receipt, the catheter was inspected and it was found that there was damaged pebax with scratches but no holes. Rings were also scratched. Inside the pebax, it looked in normal condition with no foreign residues. There was a small piece of metal incrusted in the proximal side of electrode #2 but it did not appear to be part of the catheter. The integrity of the catheter does not look compromised. No issues inside the pebax, the metal spring and other internal components were in good condition. The small piece of metal that was found incrusted in electrode #2 was sent to electron dispersive spectrum (eds) analysis in order to identify if it was a part of the catheter or if it was a foreign metal piece. Results shows that the piece of metal was not part of the catheter, most likely it was part of the sheath since some of the st. Jude medical sheaths have a metal braid and an external metal coil with the same composition of the foreign metal piece that was found. The catheter outer diameters were measured and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint related to the foreign particle was confirmed. However, outside diameters of the catheters were found within specification. Based on the available analysis finding results, the failure mode does not appear to be caused by any internal material used during bwi processes.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/02/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.